Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 599 mg/dl. Customer's other blood glucose value was unknown. Customer stated that insulin pump stopped working and cannot lock battery in the compartment. Customer stated that they lost the part that screws in to hold down the battery. The device will not be returned for analysis.